Manufacturer narrative:
Unit received with blank display due to problem isolated on the ib. Unable to verify unexpected restart alarm, external ram crc error and perform self test, unexpected restart error test and displacement test due to blank display.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarms. Blood glucose was 178 mg/dl. Customer reported they were able to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.